Event description:
It was reported the hcp found a granuloma at the catheter site. Per the reporter the hcp was going to decrease the concentration but had requested information on when he should do another CT scan on the patient. The pump was used to deliver dilaudid. Additional information later reported the mass was found as the patient had an MRI scan done (B)(6) 2014 and then a CT scan on (B)(6) 2014. The location of the mass was indicated at t11-12 level. On (B)(6) 2014 the concentration was dilaudid 50mg/cc and it was reduced to dilaudid 20mg/cc and the rate was decreased from 13mg/day to 10mg/day. The patient was going to neurosurgeon for evaluation of granuloma. The patient saw the neurosurgeon on (B)(6) 2013 and wants to explant pump. The patient is scheduled for explant on (B)(6) 2014. Over the next 2 days the patient was coming in for 30% decreases and will follow up with the hcp on monday (B)(6) 2014 additional information later reported that per the patient the neurosurgeon said the only way to get better was to turn the pump off, the patient reports they are not ¿doing well,¿ ¿they have given me 30mg of ms contin 3 times a day and dilaudid 4mg every 4 hours." The patient indicated that they had gastroparesis and found that they were not supposed to take ms contin. The patient was ¿scared.¿ additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient experienced bilateral numbness from their lower bowel to toes. The onset was gradual.

Manufacturer narrative:
(B)(4).

Event description:
Prior to the diagnosis, the patient had had a recent escalation of her intraspinal dose and a recent increase in her usual pain as well as bowel or bladder incontinence and new or increased weakness involving her right leg. A dye study was done and an MRI on (B)(6) 2014. The dilaudid dose was tapered down and then the pump delivered saline. In (B)(6) 2014, the distal portion of the catheter was removed and the mass was removed. The patient was doing well. In (B)(6) 2014, a new catheter was placed and connected to the existing pump.